Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. Caller was advised to call back if the malfunction code recurs, which they acknowledged and understood.